Manufacturer narrative:
Correction: h6 and h10. The customer confirmed that the device wont be returned for evaluation therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Error log shows compressor failure; also exhalation valve keeps making hissing sounds. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed transducer fault, ventilator inoperable, motor fault, low peak inspiratory pressure (pip) and low minute ventilation (ve). The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.